Manufacturer narrative:
One sample was returned for evaluation. Returned sample did not include the portion of the neck flange that had separated from the device. Visual inspection revealed that the print on the neck flange was worn away and that there was a notch of material in the remaining portion of the neck flange near the eyelet. Using a shore a gage, durometer of the device was checked. Three points were taken and all found to be within the material specification. Using a dinolite to magnify the tear in the neck flange, it revealed that the neck flange was initially cut based on the presence of a smooth and shiny surface, which then propagated into a tear. Silicone is a notch sensitive material. It is very strong, but will tear if a notch is created. The instructions for use state under warnings to guard against product damage by avoiding contact with sharp edges. Instructions also warn: during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube. The investigation determined that complaint was not the result of a manufacturing defect. The tear was most likely due to context of use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 3 weeks in use, the flange snapped. Tracheostomy tube came out of the patient while he was in bed. It required an emergent tracheostomy tube change. It was then discovered that it had broken where the flange meets the tube.